Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the replacement of their antenna and help from their manufacturer's representative, their issues had been resolved. No further issues were noted or anticipated.

Event description:
Information was received from a patient implanted with a neurostimulator for lumbar radiculopathy and spinal pain. It was reported that the patient was unable to recharge their ins and were getting the reposition antenna screen on their recharger. The ins was half full but the patient had turned their stimulation off to conserve their battery, and had been experiencing pain since then. A replacement antenna was sent to the patient. No further complications were reported or anticipated.